Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Off-label/misuse statement. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed/failed due to. Voltage test was performed and failed. Nordic bluetooth pairing test is na. External visual inspection was performed and resulted to no damage. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.